Event description:
Consultant was advised by hospital account that an unk drill bit broke off in the pt's done during an orbital rim procedure. The consultant was not present during the procedure. Drill bit tip was not retrieved and remains in pt's bone. No further information was made available to the consultant.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional information has been requested.